Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 257 mg/dl and they experienced a hyperglycemic episode. Customer changed out their site and completed the rewind process twice. Customer continues to receive no delivery alarms even though they changed out the site multiple times. Customer received no delivery alarm while customer was attempting to bolus. Customer's mother advised they will call back to troubleshoot when the customer and the device are present.